Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture and wrinkling.

Event description:
Company representative reported unknown side "one went flat and the other crinkled or had a leak." Device has been explanted.